Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One ncircle tipless stone extractor was returned for investigation. The returned packaging confirms lot number 9005845. The device was returned with the handle and the basket formation both in the closed position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. Functional testing determined the handle does not actuate the basket formation. A visual examination noted the support sheath and cannulated handle are bent 5 mm from nose of mlla. The basket sheath is kinked 1 cm from distal end of the support sheath. The basket sheath is kinked starting 1 cm from distal end and continues for 5 mm. The support sheath and basket sheath are still adhered. A review of the device history record found there were no non-conformances associated with the complaint device lot number. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 9005845. According to the instructions for use (IFU): precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The IFU contains cautions about manipulating the device to prevent damage. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The condition of the returned device makes it possible that it was inadvertently damaged during handling and/or use. The investigation conclusion is cause traced to user; unintended user error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ncircle tipless stone extractor broke after 2 uses. As reported, no more information. No adverse event has been reported.